Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that an mrx battery was dead and failed to charge in both an mrx device and cadex c7200 charger. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two of the led indicators illuminating, indicating a partially charged battery. Upon evaluating the returned battery, it was found that the battery was able to charge in both the mrx heartstart and cadex charger. After adequately charging, the battery was installed in a device and manual shocks were successfully delivered. However, although the component was able to properly charge, it was discovered that the component failed to calibrate after several attempts. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor.

Event description:
It was reported to philips that an mrx battery was dead and failed to charge in both an mrx device and cadex c7200 charger. There was no patient involvement.